Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was placed on an in-house system and was run in normal mode and the reported failure (error c-34 on start) was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe integrated electro surgical unit(iesu) had multiple errors. Technical support engineer (tse) reviewed the system logs and confirmed multiple c-34 errors and advised customer to power cycle erbe alone but the error returned as soon as erbe restarted. The customer continued the procedure with an external energy device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: approximately 10 minutes was lost during the change to valley lab energy device. The operation was completed as planned with no injury to patient.